Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to several calcifications. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.